Manufacturer narrative:
A ge representative evaluated the system and performed repairs. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently will not fluoro. No pt injury was reported.